Manufacturer narrative:
Additional information was received indicating this device was explanted and replaced. The device was returned for analysis. This report will be updated when analysis is complete.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The device then declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri and eol were triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) displayed a battery status of end of life (eol). The monitoring voltage was 2.67 v and the charge time was greater than 31 seconds. There was a concern that the battery depleted earlier than expected. No adverse patient effects were reported.

Manufacturer narrative:
Technical services recommended replacing the device. The available information suggests this device remains in service. Should additional information become available this report will be updated.